Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they have seen an increase in repeat reactive prism htlv I/ii results. Upon performing confirmatory testing with another method the results are (B)(6). The customer did not provide any specific data or state how many samples were involved. There was no report of injury.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. Overall initial and repeat reactive rates were calculated at 0.07% and 0.06%, respectively, which are within the package insert 95% upper confidence intervals. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.